Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. During rite (returned instrument test/evaluation) functional testing fluid was transferred above the rite specified limits (774 ml - 821 ml) during fill 1 and 2, drain 1 and 2. Fill 1 fluid transferred: 828.1 ml; drain1 fluid transferred: 828.4 ml; fill 2 fluid transferred: 826.3 ml; drain 2 fluid transferred: 826.6 ml. Per cqi56 this is a reportable malfunction as the volume for drain 1 is outside the acceptable limits of fill/drain 1 or 2 volume range 750.0 ml - 828.2 ml. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the rite (returned instrument test/evaluation) fluid volume accuracy verification testing failed due to values exceeding specified limits. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Crt (cycler remote toolbox) software version 8.800 pneumatic system integrity verification was performed and there was significant leakage in positive t tank which was stable after the door assembly was isolated. Inspected door assembly and found a cracked door piston and deteriorated piston foam. Installed test article piston foam and a priming sequence was completed and no errors occurred. A simulated therapy was performed and completed and no errors occurred. Assignable cause for the related rite failure of failed volume transferred comparison was determined to be deteriorated piston foam. The door piston and foam will be scrapped during servicing. Baxter will continue to monitor similar reports to determine if further actions are required.